Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported est mode cannot be accessed. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's international service technician replaced the overlay keypad to address the reported problem. The device passed the est test and the vcv mode test. The device was returned to full functionality.